Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report # 1627487-2013-12092. It was reported, the patient experienced intermittent stimulation. The physician removed and replaced the scs system. The sjm representative programmed the patient with effective stimulation on one leg, but was unable to provide stimulation to the other leg. The sjm representative will meet with the patient to reprogram.